Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns, belt communication errors, constant gonging, exposed wire) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the belt receptacle was broken from the case, damaging the monitor pulse wire. The cause of the reported issues is the damaged receptacle and wire. The root cause of the damaged receptacle and wire is excessive force placed on the monitor receptacle while an electrode belt was attached. No adverse event resulted from the damaged receptacle and wire.

Event description:
A us distributor contacted zoll to report that a patient's downloaded data indicated multiple abnormal shutdowns and belt communication errors. The patient also reported constant gonging and an exposed wire.